Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to unfold universal surgical manipulator (usm) 2. The technical service engineer (tse) asked if there were any errors and the customer confirmed there were none. The customer stated they were on sk4974. The tse reviewed the logs and noted sk4974 was not in use and noted the surgeon was logged into sk1957. The tse noted several engagement errors on usm2 for sk1957 and one usm cannula sensor error. The customer was unable to troubleshoot during the call and could not provide the direction they were unable to unfold the usm. The customer continued the procedure using usms 1, 3 and 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse noticed the plastic left on the distal set up joint (suj) from the system installation was rolled up to the proximal side and was causing the arm to malfunction. The system was tested and verified as ready for use. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.